Manufacturer narrative:
Concomitant medical products: product ID: 97716, serial#: (B)(4), implanted: (B)(6) 2021, product type: implantable neurostimulator. Other relevant device(s) are: product ID: 97716, serial/lot #: (B)(4), ubd: 14-aug-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an health care professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that  the pt developed chest pain a couple of days after lead implant and went to the ER. She received a medtronic pacemaker and was hospitalized. She still could not use her left leg after nearly 2 weeks of working with physical therapy, so surgeon opted to remove paddle. He said there was a lot of fibrous tissue around the paddle. Pt's leg mobility improved slightly after explant. The paddle lead was implanted on (B)(6) 2021, and explanted on (B)(6) 2021. Surgeon reports patient could not move legs in recovery but was able to move the right leg. Paddle lead explant (B)(6) 2021 ipg remains implanted.